Event description:
It was reported that, after undergoing a bhr-tha on (B)(6) 2008 due to right hip osteoarthritis. The patient was found to have increased pain and decreased function that was unable to be managed with conservative efforts. He had elevated metal levels resulting in right hip metallosis. This adverse event was addressed by conducting a revision surgery on (B)(6) 2025, during which the bhr modular head 46mm along with its modular sleeve plus 0mm (B)(6) were explanted. During procedure, the tissue around the socket was excised. Under c-arm visualization, a final confirmation was made that there were no fractures in the calcar or proximal femur. Final c-arm shots were taken confirming reduction, appropriate stem size, and no fractures. The patient tolerated the procedure and was taken to the recovery room in good condition. There were no complications.

Manufacturer narrative:
H10: internal complaint reference:(B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
Additional information: d9, h6 and h11. Correction: g2, h6 (health effect - clinical code). H11: as of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. Without a definitive batch number, a complete review of the historical complaints data cannot be performed for the alleged devices. A review of historical complaints data was performed using the part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. No other similar complaints have been identified for the head, other similar complaints have been identified for the cup and sleeve. This failure will continue to be monitored via routine trending. As no device batch numbers were provided for investigation, manufacturing record review could not be performed. If more information is received, this investigation will be reopened. The review of the most recent IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions are required. The available medical documents were reviewed. There is no evidence of a causal relationship between the implant and the leg length discrepancy of approximately 2.5 cm. The selection of implant size and selection is the responsibility of the surgeon. Although elevated metal ions were reported the lab values nor lab reports provided. The revision operative report does not note findings consistent with metallosis; therefore, the reported metallosis cannot be confirmed. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated. Internal complaint reference: (B)(4).